Manufacturer narrative:
Analysis was performed on the returned device. The reported sheath detachment was confirmed. Although reported difficulty removing the guide wire could not be replicated in a testing environment based on the returned device condition, the guide wire lumen was verified with a proxy guide wire and no obstructions were observed. It was reported that an arteriotomy closure of the right subclavian artery. It should be noted that the proglide instructions for use (IFU), states: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access site of patients who have undergone diagnostic or interventional catheterization procedures. It is unknown if the use of the device outside of the indicated anatomy contributed to the reported event. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. A conclusive cause for the reported sheath detachment during attempt to remove the guide wire could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right subclavian artery was attempted using proglide devices with a 6f sheath after a fenestrated aortic stent interventional procedure. Reportedly, the sheath fractured when attempting to remove the guide wire from the device. The fractured sheath was retrieved successfully from the patient with a femoral recovery loop. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.